Event description:
The cord caught fire approx 2" away from force fx generator. The fire was limited to only the cord at the generator connection end, not the working element end. The inside of cord is corroded. There is no report of patient injury.